Event description:
The customer reported the rad-97 "turned off without warning when the battery ran down" as "the low battery light and alarm never audibly or visually alerted the user." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. H3: other text: device not returned.

Manufacturer narrative:
Other text: the returned rad-97 was evaluated. The device was able to be manually powered on and off via battery and ac power. All alarm conditions were audible and visual; the low battery light and alarm function were found to be operating as intended. The device was determined to functioning as designed.

Event description:
The customer reported the rad-97 "turned off without warning when the battery ran down" as "the low battery light and alarm never audibly or visually alerted the user." There was no patient impact or consequence reported.